Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6 cm thoracic aortic aneurysm. Iliac vessels were 8.5 mm in diameter, moderately tortuous, and moderately calcified. It was reported that the talent proximal main stent graft was successfully implanted, and the delivery catheter was removed without issues. After successfully deploying a distal main stent graft and removing its delivery catheter (MFR. Report # 2953200-2010-01406), trauma to the common femoral artery occurred, with part of the artery coming out with the delivery system. The physician inserted a balloon to stabilize the pt and treated the vessel trauma with a 10 mm x 10 mm covered stent and a bare metal stent from other manufacturers. The physician believes that when removing the delivery catheter, the vessel had a spasm, which most likely contributed to the vessel trauma. The physician then continued to implant a second talent distal main device; however, during deployment, the proximal covered apex of the stent graft misaligned due to an unk reason. The stent graft was pulled down to correct the misalignment; however, as a result, the stent graft was inaccurately placed. The physician elected to place another distal main stent graft between the two distal stent grafts, and no endoleaks were evident at the end of the case. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (unk cause of misaligned deployment). Conclusions: (unk cause of misaligned deployment).